Event description:
Vacuum extraction delivery. Infant born by vacuum extraction required admission to neonatal intensive care for treatment of a subgaleal hemorrhage. Active labor at 38 3/7 weeks gestation. Required pitocin for augmentation of labor. Intrauterine presuure catheter and epidural catheter were used. The mother pushed for two 1/2 hours with baby in occiput posterior position. Because of maternal exhaustion, tucker forceps were tried with left gluteal pain. Baby rotated to occiput anterior and vacuum was used for one pull with contraction at 56mm/hg for about 70 seconds. Baby was delivered easily.